Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified that the hypotube was broken 72cm from the catheter's strain relief. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2011. It was reported that during a stenting treatment procedure, the stent was unable to cross the lesion. Access was obtained via the femoral artery. The 98% stenosed eccentric de novo lesion measuring approximately 3.0mm in diameter and 20mm in length was located in a severely calcified and severely tortuous left anterior descending artery that contained a bend of greater than 90 degrees. The physician advanced a 3.0x20mm taxus liberte stent but was unable to cross the lesion. The procedure was completed with another taxus liberte stent. No patient complications were reported. Patient status is listed as stable. Product analysis revealed that the hypotube was fractured.